Event description:
It was reported that the continuous glucose monitor disconnected from the ilet pump, and attempts to repair the connection by toggling the sensor setting and reentering the sensor code and transmitter number resulted in continued pairing attempts with a visible buffering indicator. Symptoms included loss of cgm data to the pump. Outcomes included interruption of automated insulin dosing and pending dosing stoppage alerts due to the cgm not being paired. Investigation included technical troubleshooting and user education performed by support. Investigation of this case revealed that the pump was actively searching for the dexcom g6 transmitter but had not yet reestablished communication. It was concluded that the issue involved cgm-to-pump communication loss without evidence of patient harm.